Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and an untreated episode. The device system was checked in clinic with provocative maneuvers and noise was able to be reproduced. Discussion with rhythmcare determined the electrode appeared to be impaired. The s-ICD system is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.